Event description:
This ra lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2016 due to diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)